Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and reported no audio output. Dexcom technical support requested that the patient test the alert functionality. Patient reported alerts did not function. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed, no failures were detected. A review of the receiver data log did not confirm the reported event of no audio output. Customer complaint was not confirmed.